Event description:
It was reported that during an unknown procedure, the surgeon tried to use the device and staples formed on one side and not on the other. Suture was used to complete the procedure. No adverse consequences reported. The device was discarded. No other details are available.

Manufacturer narrative:
(B)(4). Date sent: 04/05/2012. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.